Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed to capture when in use on a patient. Another epg was attached to the same leads, and it was functional. The epg was tested by the hospital biomedical engineer and no anomalies were observed. The epg is expected to be returned. No patient complications have been reported as a result of this event.